Event description:
The surgery center reported that a laser vision correction patient developed a flap striae on the right eye (os) at one day post op exam. In addition, the surgery center indicated the patient was presented with a nasally displaced flap. The flap striae resulted in a flap and rinse to be performed and topical steroid dosage was increased. In addition, the right lasik flap was re-foliated. There was no loss of best correct visual acuity (bcva). The patient¿s chief complaint was of blurry vision. The surgery center indicated despite the patient denying rubbing her right eye, it appeared the patient displaced her flap nasally and causing the striae.

Manufacturer narrative:
Striae, flap lift and rinse. (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.